Event description:
While the nurse was attempting to change the IV tubing the tip (male adaptor) of the tubing broke off and stayed inside the subclavian port (female adaptor). The subclavian tube was pinched off. The patient became cyanotic and unresponsive. A code was called; pt. Expired.two weeks ago, the same thing happened with no injury to patient. Tpn solution was fusing on both incidents. The preliminary autopsy report showed no pulmonary emboli, death due to natural causes. IV tubing has been sent to abbott labs for evaluationdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: telemetry failure, none or unknown, unanticipated, tubing. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.